Manufacturer narrative:
Evaluation summary: a check of the complaint records showed no similar complaints against lot # 017511. A check of the batch production record showed no unusual manufacturing issues. Cylinder 23 of lot # 017511, expiration date 06/2112, was returned. The returned product was analyzed and found to meet release criteria. Nothing was found that would account for the customer complaint. Additional information was requested by mail on 04/14/2011 and by phone on 04/18/2011, 05/05/2011 and 05/26/2011. A completed questionnaire was received on 06/14/2011. (B)(4).

Event description:
On (B)(6) 2011, an industrial hygienist reported the canister formula was suspected to be defective. On (B)(6) 2011, the ophthalmic surgeon described the event as a pars plana vitrectomy with endo laser and gas: cf8 at 14% treatment for macular degeneration on a retinal detachment. The surgeon reported that approximately 24 hours following surgery, the gas injection in the eye was almost half gone. The patient was returned to the operating room for an additional gas injection. The surgeon reported the event resolved with treatment.